Event description:
False positive advia centaur cp troponin ultra test results were obtained on a pt sample and reported to the physician. The physician questioned the result since the pt was previously negative or low for cardiac profile. The pt sample was repeated and the test results were negative. The pt was redrawn and tested on the backup advia centaur cp. The test result was negative. The final result was reported as negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse found tower #3 was not going all the way down. The fse cleaned the aspirate probes and lubricated the towers. This may have caused the discordant troponin ultra result. The instrument is performing within specs. No further evaluation of the device is required.